Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), headache ("headaches") and pelvic pain ("pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure (ess205) was removed on 31-jul-2017. At the time of the report, the abdominal pain, autoimmune disorder, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal discharge, headache and pelvic pain had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since the essure removal surgery, all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed damage to the fallopian tube ultrasound scan vagina - in june 2017: confirmed essure coils were in the proper location most recent follow-up information incorporated above includes: on (B)(6) 2018: the pfs and medical record received:the event abnormal vaginal bleeding,menorrhagia,headaches, pain added,reporters added,events outcome added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine, autoimmune disorder, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure (ess205). The reporter commented: since the essure removal surgery, all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: confirmed essure coils were in the proper location incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.